Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified left anterior descending (lad) artery, the guide wire was positioned across the lesion without issue. A non-abbott 2.5 x 16 mm stent delivery system (sds) was advanced and attempted to cross the lesion unsuccessfully. While removing the sds, it interacted with the guide wire and the guide wire became separated/detached. The tip remained in the vessel at the lesion. The proximal end was able to be removed from the anatomy without issue. Attempts to snare the guide wire fragment failed and it remains in the anatomy. The patient is reported to be well post-procedure with no adverse sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported separation was confirmed; although, the reported difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties were due to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.